Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 300 mg/dl to 500 mg/dl at the time of incident. The customer also reported other blood glucose values such as 532 mg/dl, 515 mg/dl, 473 mg/dl, 300 mg/dl. Customer using insulin pump within 48 hours of high blood glucose of event. Insulin pump had no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. The customer was stated that the insulin was exited. Issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test.